Manufacturer narrative:
It could not be confirmed by the user what the sequence of events leading up to the sterilizer falling off the counter were. The user stated no one was in the room at the time the incident occurred. Midmark's investigation determined that the reported event is consistent with a previously identified issue, and that the issue has since been addressed.

Event description:
Midmark received a complaint that a m9-022 ritter m9 ultraclave fell off of the countertop while running a sterilization cycle. The office reported at the time of the incident no one was in the room to witness what occured or document the sequence of events leading up to the incident. Due to previous reporting of like or similiar sterilizer events, midmark complied to report this instance.